Manufacturer narrative:
(B)(4). Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. The fiber was returned broken into two pieces. The first peace measured approximately 49.5 cm from the top of the connector to the break. The second piece measured approximately 260.0 cm from the break which includes the entire distal tip. There was no damage to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was scattered due to the break, but was clear and bright. Effective transmission was not measured due to the break. The condition of the returned device confirms the event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used in a tul procedure performed on an unknown date. According to the complainant, during the procedure, the fiber was burning back at a faster rate than usual. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; fiber broken. Additional information received on (B)(6) 2017 confirmed that the initial reported event of the fiber burning back too quickly was incorrect, and that the alleged malfunction of the device was that the fiber broke during unpacking and was not used in the patient.